Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) hdad loud/annoying beeping when plugged in. No harm reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, e1 (initial reporter, event site email), e2, e3, g3, g6, g7, h2, h6 (medical device problem code, investigation findings, component code, investigation conclusion), h11 a getinge field service engineer (fse) evaluated the unit and could not reproduce the beeping but when reviewing the logs, there was a power up failure 9 which it is related to an audio failure, fault code 37 (autofill), fault 77 (compressor), 101 and fault code 118 (error detected in the hardware watch dog circuit on solenoid board). When powering on to clinical mode, the fse noticed the main speaker was extremely low so the video generator pcb and battery indicator label damaged during repair by fse) was replaced. The battery indicator label was damaged during the repair and has nothing to do with the customers complaint. All functional and safety test were performed and passed.

Event description:
It was reported by the customer that the cardiosave intra aortic balloon pump (iabp) made a loud/annoying beeping sound when plugging in the fan. It is unknown if patient is involved, however, no patient harm was reported.